Event description:
It was reported that after firing a white reload with the sureform 45 curved-tip instrument across the pulmonary vein during a pulmonary lobectomy, the staple line bled. Per the surgeon, the staples seemed to be intact with no gaps, but there was 10-15cc of blood loss from the staple line and a clip was applied to achieve hemostasis. The patient previously received neoadjuvant chemotherapy, but the tissue condition was said to be normal. The procedure was completed robotically.

Manufacturer narrative:
The sureform 45 curved-tip instrument was returned for evaluation. Upon receipt it was confirmed there was no physical damage was observed. The stapler instrument failed the engagement test during in-house testing which was unrelated to the reported event. The instrument could not be tested for firing capabilities due to repeated engagement failures. A white sureform 45 reload used in the procedure, not associated with the fire resulting in bleeding, was returned with the sureform 45 stapler instrument. Visual inspection confirmed the reload was fired. There were no signs of physical damage to the cover, pushers, cartridge, shuttle, or knife. This was documented on manufacturer report 2955842-2024-18239. An advanced stapler log review shows the instrument was installed on the system 8 times and fired 8 reloads (4 blue, 2 white, 1 green, 1 white, in that order). On installs 1-6, all clamp attempts were successful, and the firings were each completed with no pauses for compression. On install 7, the first clamps were successful, and the firing was completed with 5 pauses for compression. On install 8, the first clamp was successful, and the firing was completed with 1 pause for compression. .

Manufacturer narrative:
The following is additional information based on advanced failure analysis (afa) performed on devices from related MFR report number: 2955842-2024-18239. Afa partially confirmed the initial failure analysis (fa) findings for the sureform 45 curved-tip stapler instrument. The instrument was not confirmed to have a binding roll bushing. Instead, grinding friction during manual rotation is more likely related to the corrosion of the roll bearing that was observed. The corrosion likely led to the roll hardstop engagement failures experienced during previous in-house testing. Corrosion can develop during transit/storage and was likely not present during the procedure. Further investigation into the logs of the procedure show this stapler instrument experienced no engagement failures in the field. During advanced testing, the instrument was re-installed on an in-house system where it engaged and initialized successfully. The stapler instrument moved intuitively in all directions and clamped and fired on a test foam without error. A blue in-house sureform 45 reload was used for testing and showed no damage upon subsequent inspection. The staple line on the test foam had no jagged edges, holes, gaps, or malformed staples. Afa for the white sureform 45 reload used in the procedure, not associated with the fire resulting in bleeding reported in MFR report number 2955842-2024-18239, were confirmed. The stapler reload was returned fully fired, all staples were deployed from the reload, and the knife was concealed at the distal end. There was no cartridge damage or pusher damage observed. The cover was removed to allow for disassembly and inspection of internal components. The blade was inspected and found with dried biodebris along the cutting edge. Biodebris was removed and cutting edge was found to be free of any damage, or mechanical indentations. Procedure logs were reviewed and no firing failures with a white reload were identified, however the last two firings have increased peak firing forces compared to the previous firings in the procedure. No problem with the reload was detected based on visual inspection and review of the procedure logs. It is possible that the condition of the tissue, or some other external factor may have led to the reported event, however such factors could not be confirmed.

Event description:
Refer to h10/h11 for follow-up information.